Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause was not reported. On an unreported date, the patient began treatment with meropenem (500 milligram, frequency not reported), and amikacin (125 milligram frequency not reported). The outcome of the event was unknown. Pd therapies were ongoing. The reporter declined to provide further information. No additional information is available.

Manufacturer narrative:
Upon follow up it was reported the patient experienced a breach in aseptic technique which resulted in the previously reported peritonitis. The breach in aseptic technique was not further specified. On an unreported date, pd therapy was discontinued and the pd catheter was removed. On an unknown date, antibiotic therapy was discontinued. The patient was recovered from the peritonitis event 64 days after onset. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available. Device code (B)(4) was removed and replaced with (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.